Manufacturer narrative:
Units will not be returned to this facility not being setup to handle biohazard properly; MDR flowchart completed (B)(4) 2012: as of this date, there were already (B)(4) documented device complaints covering (B)(4): this lot has (B)(4) released units. The complaint rate was at (B)(4). On (B)(4)2013: per CAPA (B)(4), the complaint was reviewed; the following info was added: went into the system to update the complaint with notes from the FDA audit; noticed that the complaint was listed as closed but there is no content - the paperwork was closed for the notified body response but the system was not updated. On (B)(4) 2013: no rga was issued; without evaluating the unit, the actual cause of the malfunction cannot be determined; a cause of failure can be extrapolated by failures already seen in-house from mfg or servicing; the complaint was closed based on the following - CAPA (B)(4) was opened on (B)(4) 2012 due to customer service's concern with numerous microtips having problems in the field. It was determined that earlier lots were failing due to a burr on the compression nut. Eco 959 was generated to update the dwg; refer to memo discussing root causes of failures and remediation - cutting stops - broken electrode, disjoined needles - validated brazing process for better joining, broken crystals - purchased device for receiving inspection, would not prime - pinch valve not sealing, spacer modified, or irrigation - sensor didn't have clearance, pocket made. On (B)(4) 2013: the DHR's from all lots manufactured since (B)(4) 2012 were reviewed and no correlation could be determined among assemblies.

Event description:
Had issues with 4 kits - intermittent on and off. All primers were perfect. Customer would like 4 replacement units. Should console be replaced as well.